Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The reported patient effect of mitral valve injury (tissue damage), as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. All available information was investigated and the reported difficulty grasping the leaflets appears to be related to patient morphology/pathology. However, a definitive cause for the clip getting caught on the guide soft tip could not be determined. The reported patient effect of tissue damage appears to be a result of procedural conditions. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device. The steerable guide catheter referenced in b5 is filed under a separate medwatch report.

Event description:
This is filed to report the tissue damage and the difficult removal. It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. The mitraclip delivery system (cds) was advanced to the mitral valve leaflets; however, grasping the leaflets was unsuccessful due to the anatomy and tissue damage occurred. When retracting the cds into the steerable guide catheter (sgc), the clip got caught on the tip of the sgc, one clip arm was inside the sgc and the other clip arm was outside of the sgc and the soft tip of the sgc became damaged. Troubleshooting techniques to remove the clip from the sgc were unsuccessful. The cds and sgc were brought back across the septum and were removed through the right femoral vein. The vein was successfully closed with the previously placed closure devices. The procedure was discontinued. No clips were implanted and mr remained at 4+. The patient remained stable. It is unknown if additional treatment will be performed. There was no clinically significant delay during the procedure. No additional information was provided.